Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23719. It was reported the patient is experiencing heating from the charger and heating at the ipg site. The patient stated her physician advised her not to charge as long, and the patient indicated this helped. A replacement model 3726 charging system was sent to the patient. It was also reported the patient experienced pain/discomfort at the ipg site. The patient reported she experienced pain whether the system is turned on or turned off. The patient attributed the pain to the size of the ipg. The patient desires to possibly undergo surgical intervention. The patient will consult with a sjm representative as the next course of action.

Manufacturer narrative:
This charger model was included in a field advisory. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation, results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.